Event description:
The customer called and reported she received a button error alarm on the insulin pump. The customer's blood glucose was 105 mg/dl. In an attempt to clear the alarm, she removed the battery and received a battery out limit alarm. The customer took the battery out again, the battery out limit alarm was cleared, and she did not receive another button error. The customer stated that prior to the button error alarm, the insulin pump was exposed to perspiration. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.